Manufacturer narrative:
The model of restorelle for this event is unknown at this time; therefore the product code in this report was selected as a placeholder and may not reflect the correct product code. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced severe pains inside the vagina, gradually worsening over some weeks until admitted to a&e, morphine given, just took edge of pain. Eventual bladder retention. Catheterised. A&e, hospital not aware of vaginal mesh operation, sacrohysteropexy. Eventual removal of amount of mesh from vagina, prolapse was still there slight improvement. Over time prolapse as worsened resulting in soreness which was not resolved by using creams, the patient suffer backache, a heavy feeling in vagina.